Event description:
During the pulsed field ablation pulmonary vein isolation procedure, a small translucent thread was noted to be hanging off the tip of the guidewire after removal from the patient. After ablating the lpvs, the physician tried to move to the rpvs when it was noted that it was difficult to retreat the guidewire into the catheter. The rpvs were being isolated with the volt catheter, but after the procedure, the guidewire would not retreat into the volt catheter at all. The guidewire and the volt catheter were removed together out of the agilis sheath and out of the patient. Upon inspection, there was a small translucent thread that was hanging from tip of the guidewire. The procedure was completed with no adverse consequences to the patient.